Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device remained activated when the toggle was no longer depressed. The tip of the jaw was hot and smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).